Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient's device only worked for about 6-8 months (maybe a year) post implant. The caller doesn't believe the device is operational anymore and it is just sitting in the patient's body. The consumer could not provide any additional details; they only know the patient no longer uses the device because it stopped working. As a result of what was reported, the caller was redirected to the patient's healthcare provider (hcp) to check the ins if desired. No patient symptoms were reported and no further complications have been reported as a result of this event.